Event description:
A notification was received regarding a holmium fiber which was reported to have broken.

Manufacturer narrative:
The unit returned was confirmed with a breakage as reported by the complainant. The likely root cause of the breakage was acknowledged to relate to the handling or application of the fiber. No manufacturing defects were observed upon review of the fiber returned. Holmium fibers are fragile and must be handled with care as indicated on the dornier IFU for holmium fibers. This investigation did not reveal any deviations related to the production of the device. It is acknowledged all holmium fibers are subject to 100% visual and power testing inspection which ensures broken units are not released for distribution.